Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display was blank. Customer's blood glucose was 5.7 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. The device will be returned.

Manufacturer narrative:
Device passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. No unexpected blank displays were noted during testing. Per visual examination, there were traces of corrosion on the battery board which is connected to the bottom of the battery tube, and on the ribbon cable connector which connects electrical board. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The s/n label located between the belt clip rails is illegible.